Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two events of kinked cannula. The site was patient's abdomen and symptoms. The blood glucose level of the patient was 464 mg/dl for first event and 355 mg/dl for second event. The patient tried to treat with bolus via pump. The ketones were high which the healthcare professional assessed as dangerous or life-threatening. The patient went to the emergency room and subsequently hospitalized. Further, the patient went to intensive care unit. The patient was hospitalized on (B)(6) 2023 for first event and (B)(6) 2025 for second event. The patient was released from hospital on (B)(6) 2023 for first event. At the time of this report, the patient was not released from the hospital for second event. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication intravenously as corrective treatment which resolved the issue company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.